Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a trial scs system on (B)(6) 2011. It was reported that the trial lead exhibited invalid impedances on four contacts. The physician implanted another new lead and resolved this issue. No further information is available at this time.